Event description:
It was reported on (B)(4) 2012, that a patient had vns lead and generator explanted on (B)(6) 2012 due to an infection. It was unknown when the infection began, but it was stated that the infection may have been related to a c-collar. It is also unknown at this time if the infection was related to vns. No trauma or device manipulation occurred. The patient previously had a generator replacement procedure on (B)(6) 2012. The explanted generator and lead have been returned for analysis. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. Analysis of the lead is pending. The device history records for the patient's implanted generator and lead were reviewed, and sterilization prior to distribution was confirmed. Attempts for further information have been unsuccessful to date.

Event description:
Follow up with the physician found that the increase in seizures was secondary to the infection. The increase in seizures was first seen in (B)(6) 2012. The increase in seizures was not above pre-vns baseline. All seizures types increased. Interventions were taken for the increase in seizures and there was a positive outcome. There were no causal or contributory programming or medication changes preceding the onset of the increased seizures.

Event description:
Additional information was received indicating that the infection was related to the recent surgery and trauma caused by the rubbing c-collar. The infection was first noted on (B)(6) 2012. The patient underwent multiple rounds of antibiotics and a wound revision. Additionally the cultures that were performed indicated that the infection was (B)(6). The patient has not been seen by the surgeon since the explant, so she was not able to comment on if the infection has resolved. Analysis on the returned portion of the lead was also completed. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received that the patient had a new generator and lead implanted.

Event description:
Additional information has been received regarding the patient. The patient had multiple emergency room visits and hospital admission due to the infection and the ultimate rejection and removal of the generator and lead. The patient had a course of clindamycin and 3 separate courses of bactrim (the final a 21 day course) and finally healed well. The patient was also having an increase in seizure at that same time that required the addition of a medication and increased doses of his current medication. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.